Event description:
This is a solicited report by a nurse from (B)(4) of break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On an unreported date in 2010, the patient experienced a break in aseptic technique, described as did not clean the area before starting pd. On (B)(6) 2010, the patient experienced, vomiting, diarrhea and peritonitis manifested by abdominal pain and tenderness and cloudy effluent which required hospitalization. On (B)(6) 2010, the patient began remedial therapy vancomycin (2 gm, stat, ip), gentamycin (40 mg, stat, ip), and ciprofloxacin (500 mg, twice daily, orally). It was not reported if the patient was retrained in aseptic technique. On (B)(6) 2010, the patient was discharged from the hospital. On that same date, the patient experienced an exit site infection. On (B)(6) 2010, the patient received vancomycin (1 gm, stat, route not reported). On (B)(6) 2010, the event of bacterial peritonitis with culture positive for coagulase-negative staphylococci and staphylococcus epidermidis had resolved. It was not reported if the events of vomiting, diarrhea and exit site infection with culture positive for staphylococcus aureus had resolved. Dianeal pd4 unknown bag and extraneal viaflex therapies were ongoing. The nurse considered the event of bacterial peritonitis with culture positive for coagulase-negative staphylococci and staphylococcus epidermidis to be unrelated to dianeal pd4 unknown bag and extraneal viaflex therapies. The nurse did not provide an assessment of causality for the events of break in aseptic technique, vomiting, diarrhea and exit site infection with culture positive for staphylococcus aureus. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.